Event description:
It was reported that the pt's implant was removed due to a hematoma and the implant wouldn't bond with the programmer. The pt was reimplanted a few months later. Further info is being requested from the hcp.